Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.

Event description:
It was reported that a pump over infused dopamine to a patient in the ccu care area, the patient stated that they were not feeling well. The nurse noted that the hr was increased from 70-100 and the patient blood pressure increased from 90s/60s to 160s/90s. The customer stated that the pump was observed to be delivering at a faster rate than the programmed 7.5ml/hr, and when the pump was stopped, drops were still dripping from the drip chamber. The customer also stated that the pump passed testing and there was no patient injury.